Event description:
During review of programming history it was observed that a incomplete systems diagnostics occurred that left the patient programming to unintentional settings. There was no final interrogation prior to the patient leaving the office and the setting changed was not noticed and only partially corrected at the next appointment. The off time was left a 60 minutes off and was not lowered until (B)(6) 2006.

Manufacturer narrative:
Analysis of programming history.